Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with cracked reservoir tube lip, cracked case at battery tube threads and fading serial number label. The test infusion set or reservoir remains in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle button was not responding and it was crack. Customer stated that numbers were ramping on their own and the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.